Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 54 mg/dl while wearing the pod for 24 hours. The patient reports they had a loss of consciousness and had awoken in the hospital. The patient reports being given glucagon. The patient reports they had an magnetic resonance imaging as well as x-rays administered. In addition, the patient reports their blood glucose level had rose to 338 mg/dl while in the hospital as they had removed the pod for a few hours due to having the magnetic resonance imaging. The patient was treated with manual insulin injections and their blood glucose levels were monitored. The patient reports being discharged from the hospital after 2 days.